Event description:
New information notes the pacemaker was explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed that there was no magnet response with the pacemaker. No changes or interventions were performed. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported event of no magnet response was confirmed. The device was unable to be interrogated upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Further analysis found a damaged battery connector that was the cause of the premature battery drain.